Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "according to the doctor, patient presented with left hip pain and symptoms consistent with adverse local tissue reaction. Patient has elevated levels of cocr." Spoke to rep. Head and liner were revised, the patient's accolade tmzf stem was not revised.